Event description:
Customer's meter was reporting low results. This meter's range is between 20 and 600 mg/dl, and she was receiving results of 18 and 16 mg/dl. An evaluation of the system was conducted over the phone, which determined that all segments were present on the display and the electronics are working as designed. Customer asked to return meter for further evaluation, and a replacement was provided.